Manufacturer narrative:
During preventative maintenance, the autopulse platform (B)(6) failed the load cell characterization test. The root cause of the noted failure was the malfunctioning load cell #2, likely attributed to failed components, or mishandling such as a drop. The defective load cell #2 was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance, the autopulse platform (B)(6) failed the load cell characterization test. No patient involvement.